Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17620005) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber rx pta balloon catheter (2mm30cm155) ruptured at 3-atmospheres pressure (atm) during its initial inflation and leakage of contrast media was confirmed. There was no reported patient injury. Therefore, the saber pta balloon catheter was replaced with a same size balloon catheter. The intravascular ultrasound (ivus) checked the lesion and a smart self-expanding stent (ses) was implanted and the procedure was completed. The device was taken out from the patient without any issue. The lesion was the superficial femoral artery. Initially, a non-cordis guiding catheter (55 cm) was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta balloon catheter (complaint product), which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. Then, a non-cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta balloon catheter and there was no issued confirmed with balloon set-up but there was slight resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon. The device will not be return for analysis as it has been discarded in the hospital due to the hospital regulation.

Manufacturer narrative:
Event: additional information received indicates that the device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon did not inflate normally as it ruptured at 3-atmospheres pressure (atm). There was a leakage noted. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. There is not procedural film/cd available for review. As reported, the balloon of a 2x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at three (3) atmospheres pressure (atm) during its initial inflation and leakage of contrast media was confirmed. Therefore, the saber pta balloon catheter was replaced with a same size balloon catheter. The intravascular ultrasound (ivus) checked the lesion and a smart self-expanding stent (ses) was implanted and the procedure was completed. There was no reported patient injury. The device was taken out from the patient without any issue. The lesion was the superficial femoral artery. Initially, a non-cordis guiding catheter (55 cm) was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta balloon catheter, which had been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no anomalies confirmed. Then, a non-cordis guidewire crossed the lesion and an ivus checked the lesion had diffuse calcification. The physician decided to insert the saber pta balloon catheter and there was no issued confirmed with balloon set-up but there was slight resistance felt when it crossed the lesion. A non-cordis indeflator inflated the balloon. The device was not returned for analysis. A device history record (DHR) review of lot 17620005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.